Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / severe pains in the abdominal site"), device breakage ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"), suicide attempt ("she tried to take her own life / autolytic attempt") and intentional self-injury ("deliberate self-harm") in a 43 year-old female patient who had essure inserted (lot no. C68796) for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"). The patient had a medical history of liposuction, asthma, drug allergy, parity 3, multi gravida, skin fissure (from childhood,), peeling (from childhood,), pruritus allergic (from childhood,), allergic dermatitis (from childhood,), hypotonia, leukorrhoea and multigravida. No relevant past medical-surgical history. Concomitant products included citalopram, fluoxetine, elontril (bupropion hydrochloride) and venlafaxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she attempted suicide (seriousness criteria hospitalisation and life-threatening). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), device breakage (seriousness criterion medically important), intentional self-injury (seriousness criterion life-threatening), menometrorrhagia ("abundant menstruations, irregular menstruations/ metrorrhagia"), genital haemorrhage ("excessive bleeding"), allergy to metals ("suspected allergy to metals"), hypersensitivity ("allergic reaction"), abdominal distension ("abdominal swelling / swelling"), back pain ("lumbar pain / low back pain"), pelvic discomfort ("discomfort"), headache ("headaches"), migraine ("severe migraines / strong migraines"), metal poisoning ("metallosis"), swelling ("swelling"), somnolence ("she feels sleepy"), fatigue ("tiredness"), depression ("depression"), blindness ("loss vision"), amnesia ("memory loss"), malaise ("malaises"), anxiety ("anxiety state") and heavy menstrual bleeding ("menorrhagia") and was found to have weight increased ("weight increase / significant weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain and pelvic discomfort were resolving, the suicide attempt had resolved and the device breakage, menometrorrhagia, migraine, swelling, depression, blindness, amnesia, malaise and anxiety had not resolved. The outcomes for intentional self-injury, genital haemorrhage, allergy to metals, hypersensitivity, abdominal distension, headache, metal poisoning, weight increased, somnolence, fatigue and heavy menstrual bleeding were unknown. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, back pain, blindness, depression, device breakage, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intentional self-injury, malaise, menometrorrhagia, metal poisoning, migraine, pelvic discomfort, pelvic pain, somnolence, suicide attempt, swelling and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2018, the patient was admitted to the hospital to remove the product, a bilateral salpingectomy was performed and the patient was discharged on the same day; however her symptoms caused by essure did not resolve totally, the lawyer stated that some remains of essure (metallic foreign bodies in soft parts of pelvic cavity) were left in her organism which continue causing malaises. On (B)(6) 2016, she reported worsening of these events during menstrual period. After removal, migraine and metrorrhagia continued, but abdominal pain reduced its intensity and frequency. Remains of essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: sensitisation to metals (titanium and palladium) [x-ray] on (B)(6) 2018: strange millimetric body in soft parts of the pelvic cavity of probable gynaecological origin lot number: c68796, production date: 2014-06-26 and expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-sep-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / severe pains in the abdominal site"), device breakage ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"), suicide attempt ("she tried to take her own life / autolytic attempt") and intentional self-injury ("deliberate self-harm") in a 43-year-old female patient who had essure inserted (lot no. C68796) for contraception. Additional non-serious events are detailed below. Other product or product use issues identified: contraceptive device removal incomplete ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"). The patient had a medical history of liposuction, asthma, drug allergy, parity 3, multi gravida, skin fissure (from childhood,), peeling (from childhood,), pruritus allergic (from childhood,), allergic dermatitis (from childhood,), hypotonia, leukorrhoea and multigravida. No relevant past medical-surgical history. Concomitant products included citalopram, fluoxetine, elontril (bupropion hydrochloride) and venlafaxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she attempted suicide (seriousness criteria hospitalisation and life-threatening). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), device breakage (seriousness criterion medically important), intentional self-injury (seriousness criterion life-threatening), menometrorrhagia ("abundant menstruations, irregular menstruations/ metrorrhagia"), genital haemorrhage ("excessive bleeding"), allergy to metals ("suspected allergy to metals"), hypersensitivity ("allergic reaction"), abdominal distension ("abdominal swelling / swelling"), back pain ("lumbar pain / low back pain"), pelvic discomfort ("discomfort"), headache ("headaches"), migraine ("severe migraines / strong migraines"), metal poisoning ("metallosis"), swelling ("swelling"), somnolence ("she feels sleepy"), fatigue ("tiredness"), depression ("depression"), blindness ("loss vision"), amnesia ("memory loss"), malaise ("malaises"), anxiety ("anxiety state") and heavy menstrual bleeding ("menorrhagia") and was found to have weight increased ("weight increase / significant weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain and pelvic discomfort were resolving, the suicide attempt had resolved and the device breakage, menometrorrhagia, migraine, swelling, depression, blindness, amnesia, malaise and anxiety had not resolved. The outcomes for intentional self-injury, genital haemorrhage, allergy to metals, hypersensitivity, abdominal distension, headache, metal poisoning, weight increased, somnolence, fatigue and heavy menstrual bleeding were unknown. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, back pain, blindness, depression, device breakage, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, intentional self-injury, malaise, menometrorrhagia, metal poisoning, migraine, pelvic discomfort, pelvic pain, somnolence, suicide attempt, swelling and weight increased to be related to essure administration. The reporter commented: on (B)(6) 2018, the patient was admitted to the hospital to remove the product, a bilateral salpingectomy was performed and the patient was discharged on the same day; however her symptoms caused by essure did not resolve totally, the lawyer stated that some remains of essure (metallic foreign bodies in soft parts of pelvic cavity) were left in her organism which continue causing malaises. On (B)(6) 2016, she reported worsening of these events during menstrual period. After removal, migraine and metrorrhagia continued, but abdominal pain reduced its intensity and frequency. Remains of essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2018: sensitisation to metals (titanium and palladium) [x-ray] on (B)(6) 2018: strange millimetric body in soft parts of the pelvic cavity of probable gynaecological origin. Lot number: c68796. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-sep-2022: patient date of birth, medical history, essure lot number, event: menorrhagia, concomitant medications added. String generated by auto-narrative. Do not modify change log. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pains in the abdominal site'), device breakage ('some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)'), complication of device removal ('some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)'), blindness ('loss vision'), suicide attempt ('she tried to take her own life / autolytic attempt') and intentional self-injury ('deliberate self-harm') in a 44-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (elontril) and venlafaxine. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced suicide attempt (seriousness criteria hospitalization and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), complication of device removal (seriousness criterion medically significant), menorrhagia ("abundant menstruations"), somnolence ("she feels sleepy"), fatigue ("tiredness"), depression ("depression"), abdominal distension ("abdominal swelling / swelling"), menstruation irregular ("irregular menstruations"), back pain ("lumbar pain / low back pain"), migraine ("severe migraines / strong migraines"), blindness (seriousness criterion medically significant), amnesia ("memory loss"), malaise ("malaises"), anxiety ("anxiety state"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("headaches") and intentional self-injury (seriousness criterion life threatening) and was found to have weight increased ("weight increase / significant weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device removal, menorrhagia, depression, blindness, amnesia, malaise and anxiety had not resolved, the somnolence, fatigue, abdominal distension and menstruation irregular outcome was unknown and the suicide attempt had resolved. The reporter considered abdominal distension, amnesia, anxiety, back pain, blindness, complication of device removal, depression, device breakage, fatigue, genital haemorrhage, headache, hypersensitivity, intentional self-injury, malaise, menorrhagia, menstruation irregular, metal poisoning, migraine, pelvic pain, somnolence, suicide attempt and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, the patient was admitted to the hospital to remove the product, a bilateral salpingectomy was performed and the patient was discharged on the same day; however her symptoms caused by essure did not resolve totally, the lawyer stated that some remains of essure (metallic foreign bodies in soft parts of pelvic cavity) were left in her organism which continue causing malaises. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: a new reporter type (lawyer) was added, new adverse events (allergic reaction, excessive bleeding, metallosis, headaches, low back pain and deliberate self-harm) and action taken with drug were provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pains in the abdominal site'), device breakage ('some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)'), complication of device removal ('some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)'), blindness ('loss vision'), suicide attempt ('she tried to take her own life / autolytic attempt') and intentional self-injury ('deliberate self-harm') in a 44-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (elontril) and venlafaxine. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced suicide attempt (seriousness criteria hospitalization and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), complication of device removal (seriousness criterion medically significant), menorrhagia ("abundant menstruations"), somnolence ("she feels sleepy"), fatigue ("tiredness"), depression ("depression"), abdominal distension ("abdominal swelling / swelling"), menstruation irregular ("irregular menstruations"), back pain ("lumbar pain / low back pain"), migraine ("severe migraines / strong migraines"), blindness (seriousness criterion medically significant), amnesia ("memory loss"), malaise ("malaises"), anxiety ("anxiety state"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("headaches") and intentional self-injury (seriousness criterion life threatening) and was found to have weight increased ("weight increase / significant weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device removal, menorrhagia, depression, blindness, amnesia, malaise and anxiety had not resolved, the somnolence, fatigue, abdominal distension, menstruation irregular, migraine, weight increased, hypersensitivity, genital haemorrhage, metal poisoning, headache and intentional self-injury outcome was unknown and the suicide attempt had resolved. The reporter considered abdominal distension, amnesia, anxiety, back pain, blindness, complication of device removal, depression, device breakage, fatigue, genital haemorrhage, headache, hypersensitivity, intentional self-injury, malaise, menorrhagia, menstruation irregular, metal poisoning, migraine, pelvic pain, somnolence, suicide attempt and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, the patient was admitted to the hospital to remove the product, a bilateral salpingectomy was performed and the patient was discharged on the same day; however her symptoms caused by essure did not resolve totally, the lawyer stated that some remains of essure (metallic foreign bodies in soft parts of pelvic cavity) were left in her organism which continue causing malaises. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: updated quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe pains in the abdominal site'), device breakage ('some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)'), suicide attempt ('she tried to take her own life / autolytic attempt') and intentional self-injury ('deliberate self-harm') in a 43-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, leukorrhoea, hypotonia, allergic dermatitis (from childhood,), pruritus allergic (from childhood,), peeling (from childhood,) and skin fissure (from childhood,). No relevant past medical-surgical history. Concomitant products included bupropion hydrochloride (elontril) and venlafaxine. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced suicide attempt (seriousness criteria hospitalization and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), device breakage (seriousness criterion medically significant), intentional self-injury (seriousness criterion life threatening), menometrorrhagia ("abundant menstruations, irregular menstruations/ metrorrhagia"), genital haemorrhage ("excessive bleeding"), allergy to metals ("suspected allergy to metals"), hypersensitivity ("allergic reaction"), abdominal distension ("abdominal swelling / swelling"), back pain ("lumbar pain / low back pain"), pelvic discomfort ("discomfort"), headache ("headaches"), migraine ("severe migraines / strong migraines"), complication of device removal ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"), metal poisoning ("metallosis"), swelling ("swelling"), somnolence ("she feels sleepy"), fatigue ("tiredness"), depression ("depression"), blindness ("loss vision"), amnesia ("memory loss"), malaise ("malaises") and anxiety ("anxiety state") and was found to have weight increased ("weight increase / significant weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and pelvic discomfort was resolving, the device breakage, menometrorrhagia, migraine, complication of device removal, swelling, depression, blindness, amnesia, malaise and anxiety had not resolved, the suicide attempt had resolved and the intentional self-injury, genital haemorrhage, allergy to metals, hypersensitivity, abdominal distension, headache, metal poisoning, weight increased, somnolence and fatigue outcome was unknown. The reporter considered abdominal distension, allergy to metals, amnesia, anxiety, back pain, blindness, complication of device removal, depression, device breakage, fatigue, genital haemorrhage, headache, hypersensitivity, intentional self-injury, malaise, menometrorrhagia, metal poisoning, migraine, pelvic discomfort, pelvic pain, somnolence, suicide attempt, swelling and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, the patient was admitted to the hospital to remove the product, a bilateral salpingectomy was performed and the patient was discharged on the same day; however her symptoms caused by essure did not resolve totally, the lawyer stated that some remains of essure (metallic foreign bodies in soft parts of pelvic cavity) were left in her organism which continue causing malaises. On (B)(6) 2016, she reported worsening of these events during menstrual period. After removal, migraine and metrorrhagia continued, but abdominal pain reduced its intensity and frequency. Remains of essure has not been removed. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: sensitisation to metals (titanium and palladium). X-ray - on (B)(6) 2018: strange millimetric body in soft parts of the pelvic cavity of probable gynaecological origin. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: essure insertion date updated. Explanted date (B)(6) 2018 updated to (B)(6) 2017. Migraine outcome updated to "not recovered". Event swelling, discomfort, metrorrhagia, medical history, lab data added. Patient was on temporary disability leave, based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / severe pains in the abdominal site"), device breakage ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"), complication of device removal ("some remains of essure (metallic foreign bodies in soft parts of pelvic cavity)"), blindness ("loss vision") and suicide attempt ("she tried to take her own life / autolytic attempt") in a (B)(6) year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (elontril) and venlafaxine. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced suicide attempt (seriousness criteria hospitalization and life threatening). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), device breakage (seriousness criterion medically significant), complication of device removal (seriousness criterion medically significant), menorrhagia ("abundant menstruations"), somnolence ("she feels sleepy"), fatigue ("tiredness"), depression ("depression"), abdominal distension ("abdominal swelling"), menstruation irregular ("irregular menstruations"), back pain ("lumbar pain"), migraine ("severe migraines"), blindness (seriousness criterion medically significant), amnesia ("memory loss"), malaise ("malaises") and anxiety ("anxiety state") and was found to have weight increased ("weight increase"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, device breakage, complication of device removal, menorrhagia, depression, blindness, amnesia, malaise and anxiety had not resolved, the somnolence, fatigue, abdominal distension and menstruation irregular outcome was unknown and the suicide attempt had resolved. The reporter considered abdominal distension, amnesia, anxiety, back pain, blindness, complication of device removal, depression, device breakage, fatigue, malaise, menorrhagia, menstruation irregular, migraine, pelvic pain, somnolence, suicide attempt and weight increased to be related to essure. The reporter commented: on (B)(6) 2018, the patient was admitted to the hospital to remove the product, a bilateral salpingectomy was performed and the patient was discharged on the same day; however her symptoms caused by essure did not resolve totally, the lawyer stated that some remains of essure (metallic foreign bodies in soft parts of pelvic cavity) were left in her organism which continue causing malaises. Most recent follow-up information incorporated above includes: on 17-apr-2019: this case was upgraded to incident. New reporters (potential legal case); patients initials and age were provided. Indication, insertion date and removal date, concomitant drug were added. The following events were added: pelvic pain, lumbar pain, severe migraine, loss vision, memory loss, autolytic attempt; she tried to take her on life; some remains of essure;malaises; anxiety state; severe pains in the abdominal site. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.